Event description:
A device report from (B)(6) indicated a surgeon in (B)(6) reported: during a procedure surgeon was inserting a zip fix as usual and the needle snapped. Quested whether there was side to side movement with the needle at the junction where the needle and implant meet. Surgeon replied possibly. It was reinforced that the needle isn''t designed for side to side forces, movement.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.